Event description:
It was reported that during a lar procedure, after hearing a generator alarm, the blade tip broke while being cleaned. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.